Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, crease fold and deformation. Weight measurement identified device weight to the specification. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process, no openings or issues related to rupture, observed crease, however, is not considered workmanship due to the device was explanted.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally noted "hole in radius (edge)" and "any creases". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported, right side capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally noted "hole in radius (edge)" and "any creases". Healthcare professional later reported right side capsular contracture baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally noted "hole in radius (edge)" and "any creases". Device has been explanted.